Manufacturer narrative:
The patient/family was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that a month prior to calling ascensia diabetes care, he received a difference of 100 mg/dl within 10 minutes between the blood glucose readings obtained on the contour next one meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in jul-2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.